Manufacturer narrative:
(B)(4) - a follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the cycler alarmed with drain complication during drain 0 of 3 and that the patient was being treated for peritonitis. Follow-up with the patient's peritoneal dialysis nurse (pdrn) reveals that the patient was diagnosed with peritonitis and was admitted to the hospital (B)(6) 2016. She informed that this was not due to the machine or the solution. The patient was last reported to be recovering.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the cycler alarmed with drain complication during drain 0 of 3 and that the patient was being treated for peritonitis. Follow-up with the patient¿s peritoneal dialysis nurse (pdrn) reveals that the patient was diagnosed with peritonitis and was admitted to the hospital (B)(6) 2016. She informed that this was not due to the machine or the solution. The patient was last reported to be recovering.